Event description:
It was reported that during an unk procedure, the shape of the end of the trocar is strange. No patient consequences were not reported.

Manufacturer narrative:
Pc- (B)(4).date sent: (B)(6)b3: exact event date unk, entered (B)(6) 2026 as only the year was provided.d4: batch # a97p0winvestigation summarythe product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device.visual analysis of the returned sample determined that the b11lt device was received with no apparent damage. In addition, the opened packaging was returned along with the instrument. Upon evaluation of the device, no damage was observed on the obturator. However, during inspection of the sleeve, the tip was found to be melted. Additionally, a photograph was provided, which the same condition observed in the received sample.as part of ees quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached regarding what may have caused the reported incident.device history reviewa manufacturing record evaluation was performed for the finished device batch a97p0w number, and no non-conformances were identified.additional information was requested and the following was obtained:was there physical damage to the trocar? Tip of the cannula¿s shape is wrong.was the tip of the trocar obturator brokenif yes, was it separated from the device? No.if yes, did it fall into the patient? No.was there an issue related to inserting the trocar? Yes.was there an issue with a seal? No.was there an issue with the trocar sleeve? No. Was there an insufflation issue? Unknown.this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.